Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The consumer reported there was a new pain at the implantable neurostimulator (ins) site and back that was occurring daily for over a month. There were no traumas, falls, positional movements, medical tests, or electromagnetic environmental exposure that could have been related to this issue. The patient had been to the emergency room and they ran all kinds of tests, but were unable to determine the cause of the pain. They thought the patient had a cyst, but could not find evidence of one. The patient was given oral pain medication, but it had not helped. This issue was considered a sudden change in symptoms. It was noted the device was to treat pain in the patient's arms. Relevant medical history included non-malignant pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.